Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called stated they spoke with hcp ofc and was told to call rep to set up an appointment to meet with the rep. Ps reviewed reps role and recommend patient consult with hcp ofc for next steps. Patient service spcialist (pss) sent email to local reps regarding request. Pt called stating he's been waiting 3 weeks for someone to call and states doesn't work. Pss resent email to the reps. Pss advised to call hcp and get assistance and the patient states he has and they directed to manufacturer. 2023-jun-23 (B)(6) (follow up/additional info): pt called back stating that it had been a month that the equipment had quit working and that every time they called ps, any woman they spoke with said that they would send an urgent e-mail to a rep but they hadn't heard from anyone. Pt said that their back hurt like hell. Pss redirected pt to hcp, however pt said that hcp would tell them to call rep. Pss advised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. Pss re-opened the case to assign case to self, add the pt's secondary phone number to the phone 2 field, and send an e-mail to the reps. Pt called from registered number and was extremely escalated because they had called in "7 times" for "7 weeks" and they had not gotten a call from reps yet. Pt said they had "back pain from hell" and had spoken to their hcp who said "you need to talk to the company." Pt said a "similar thing had happened to them in the past" and they were able to get help immediately, but now, they were not getting any help at all. Pt said they might just as well have the spinal cord stimulator(scs) taken out because the scs was not doing anything and they were not getting help from reps. Pt said the scs took some pain away, but now was doing nothing at all. An email was sent to the local district manager and the reps. Case kept open to monitor the status of the case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they spoke with the healthcare provider (hcp) office and was told to call the manufacturer to set up an appointment to meet with the manufacturer representative (rep). Patient services (ps) reviewed reps role and recommend patient consult with hcp office for next steps. Ps sent email to local reps regarding request. On june 13, pt called stating it doesnt work. Ps advised to call hcp and get assistance and the patient states they had and they directed to the manufacturer. On june 23, pt called back stating that it had been a month that the equipment had quit working and that every time they called ps, any person they spoke with said that they would send an urgent e-mail to a rep. Pt said that their back hurt like hell. Ps redirected pt to hcp, however pt said that hcp would tell them to call manufacturer. Ps advised the pt that a message would be sent out to the local reps requesting contact, however ps did not promise a time-frame on a response. Patient said they don¿t know for sure the cause of the device dumping the programming. Patient continued it doesn¿t work, it turns on but no output. Issue is not resolved.

Event description:
The patient reported they met with a rep and they fixed it. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was that they were out of the country and couldn't get around to recharging the ins in time so the ins battery got lower. Pt said that the ins took a charge after but it looked like the device dumped the programming and the device didn't do anything and was no longer working. The external equipment was working as intended. Pt said that the programs were appearing but they weren't doing anything. Pt had tried changing the therapy settings but the therapy was still not working. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.